Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, he was getting calibration errors on the insulin pump. During troubleshooting customer mentioned he was experiencing high blood glucose of 449 mg/dl, which he treated with a manual injection. No further information was captured for the high blood glucose. The insulin pump will not be returned for analysis.